Event description:
The customer reported the screen is black when starting up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the screen is black when starting up. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The fse stated the control or power pca may be the cause of the issue. The customer chose not to repair the device, therefore we could not conclude the root cause of this malfunction.